Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, this phenomenon was attributed to the lack of understanding of the usage of the test strip by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, the error e99 occurred on the subject device. At the time, the user had checked the concentration of the disinfectant solution with the test strip and it passed. The disinfectant solution had been replaced thirty-nine days ago, and the subject device had been used only once since then. The field service engineer confirmed on-site that the usage of the test strip by the user was wrong. The field service engineer trained the user to correct usage of the test strip. There was no report of patient injury associated with the event.